Manufacturer narrative:
The failure investigation has been performed and the alleged occlusion issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. Additionally, based on the analysis, the alleged fill estimate issue could not be verified.

Manufacturer narrative:
The tandem t:slim pump user guide indicates to use only use u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates. Reportedly, the cartridge was filled with 300 units of insulin. Subsequently, the cartridges were being filled with u-200 insulin pens. Review of the pump data logs by tandem technical support confirmed that on multiple occasions the insulin gauge remained static until the customer uses a large amount of insulin, and then the insulin gauge begins to decrease as expected. Additionally, it was reported that the customer received multiple, intermittent occlusion alarms. Reportedly, the customer verified occlusion alarms reoccurred while being disconnected from the pump. The customer's blood glucose level was 300 mg/dl, and was addressed by delivering a bolus.